Event description:
On 28th september, 2022 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted. As it was stated, during sternal wound debridement procedure, the 118011a0 - back section of table top started moving spontaneously in the steep head down position. The head of the patient moved down off the table and the patient's body slipped down. The staff tried to level the table top by pressing zero button. Every time the button was released the table top moved spontaneously back into the steep head down position. The patient was moved from the affected device and examined. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. Initial reporter: theatre manager. The correction of h6 health effect ¿ impact codes field deems required. This is based on the additional information that has been received. Previous h6 health effect ¿ impact codes: insufficient information///4648. Corrected h6 health effect ¿ impact codes: surgical intervention/surgical procedure delayed//4633.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with 118011a0 - motor driven joint module - back section. It was stated that during sternal wound debridement procedure, the back section of table top started moving spontaneously in the steep head down position. The head of the patient moved down off the table and the patient's body slipped down. In the IFU (IFU 1180.01 en 33, page 34) the user is informed that the patient should be secured by the straps to prevent such slipping situation. It was also alleged that the staff tried to level the table top by pressing zero button yet every time the button was released the table top moved spontaneously back into the steep head down position. The patient was moved from the affected device and examined. The surgery was cancelled. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the back section and patient slipping off the table, was to reoccur. The getinge technician examined the table column and table top¿s back section. No malfunction within the operating table functions or parts were discovered. The error logs were analyzed and no trouble was found. The service technician noticed in the service report that the affected operating table system was being used in with philips angiography system which could influence a proper or table functionality and could be the possible cause of the back section modules to move in an uncommand manner.. According to the getinge technician, the investigation was also performed by the phillips and no issues were found. The device was returned to the usage and no exact root cause could have been established. With the investigation performed it was concluded that upon the event occurrence, the device was being used for patient¿s treatment, thus was also directly involved with the reported incident. As no actual malfunctions were found it was considered that getinge device was up to the specification. There were no similar complaints found related to this issue investigated here, therefore it appear to be isolated to this single occurrence, when considering this particular device range, thus the investigated issue is considered an isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d4 version or model #, d4 catalog #, d11 concomitant products, h4 manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 28th september, 2022 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted. As it was stated, during sternal wound debridement procedure, the 118011a0 - back section of table top started moving spontaneously in the steep head down position. The head of the patient moved down off the table and the patient's body slipped down. The staff tried to level the table top by pressing zero button. Every time the button was released the table top moved spontaneously back into the steep head down position. The patient was moved from the affected device and examined. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded. Corrected b5 describe event or problem: on 28th september, 2022 getinge became aware of an issue with one of our table tops ¿ 118011a0 - motor driven joint modul - back section. As it was stated, during sternal wound debridement procedure, the back section of table top started moving spontaneously in the steep head down position. The head of the patient moved down off the table and the patient's body slipped down. The staff tried to level the table top by pressing zero button. It was however alleged that every time the button was released the table top moved spontaneously back into the steep head down position. The patient was moved from the affected device and examined. The surgery was cancelled. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of recurrence of undesirable movement resulting in a change in patient's position. Previous d1 brand name: hybrid or table column, surface-mounted corrected d1 brand name: motor driven joint modul - back section previous d4 version or model #: 118001b1. Corrected d4 version or model #: 118011a0. Previous d4 catalog #: 118001b1. Corrected d4 catalog #: 118011a0. Previous d4 serial#: (B)(6) . Corrected d4 serial#: (B)(6) . Previous d11 concomitant products: 118011a0 motor driven joint modul back section. Corrected d11 concomitant products: 118001b1 - hybrid or table column, surface-mounted. Previous h4 manufacture date: 02/15/2018. Corrected h4 manufacture date: 12/12/2017.

Event description:
On 28th september, 2022 getinge became aware of an issue with one of our table tops ¿ 118011a0 - motor driven joint modul - back section. As it was stated, during sternal wound debridement procedure, the back section of table top started moving spontaneously in the steep head down position. The head of the patient moved down off the table and the patient's body slipped down. The staff tried to level the table top by pressing zero button. It was however alleged that every time the button was released the table top moved spontaneously back into the steep head down position. The patient was moved from the affected device and examined. The surgery was cancelled. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of recurrence of undesirable movement resulting in a change in patient's position.